Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that asymptomatic patient presented in clinic for follow up with post-paced t-wave oversensing noted on their stored egm. The patient did not receive therapy. The device was reprogrammed and successful dft performed. Device remains implanted.